Event description:
Information received indicates a leak was detected in the circuit after bypass as completed. Hcp indicated subsequent inspection noted a crack in the flow probe component was seen and the probe's port broke off completely after case completion. Leaking was not detected during bypass, the unit was not changed-out during the case, and no consequence was reported for the patient.